Manufacturer narrative:
Initial reporter is synthes sales representative. 510k: this report is for an unknown cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient experienced an allergic reaction to an unknown depuy spine single common fiber-reinforced peak cage. Patient and procedure outcome is unknown. This is report 1 of 1 for (B)(4).